Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6(type of investigation, investigation findings, investigation conclusions). A gettinge fse evaluated the unit and unable to replicate user complaint. Display fully functional, and able to pass display functional test in service. Successfully completed a simulated treatment with testing catheter and trainer upon initially testing unit, without issue.the following investigation was performed by (B)(6) technician of the maquet failure analysis and testing dept.(fat) wayne, nj: ar 24 mar 2026.the failure analysis and testing dept. Received part number 016-00-0127 with a reported unit failure of a red background on the screen.the fat performed a visual inspection and found the part to be in good condition.the fat installed the display in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed.retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Av.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a red display while transporting patient. There was no patient harm reported.